Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar complaints from the lot. All available information was investigated, and the reported entrapment of device (chordae entangled in the clip) resulting in single leaflet device attachment appears to be related to procedural conditions associated with visualization difficulties. Image resolution poor is related to patient and procedural conditions as difficulties with imaging as a pacing lead (posterior/septal commissure) caused shadowing on valve creating imaging challenges. Unexpected medical interventions were a result of case-specific circumstances due to need to deploy the clip with entangled chordae and a second clip that was deployed to stabilize the slda. There is no indication of a product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported this was a triclip procedure to treat functional regurgitation (tr) with a grade of 5 and a restricted septal leaflet. An xtw clip was inserted and deployed on the tricuspid valve. It was noted the clip was deployed with chordae in the clip arm. To further reduce tr, an additional xtw clip was inserted. While grasping with the second clip, the first clip detached from the septal leaflet and remained attached to the anterior leaflet (single leaflet device attachment/slda). The second clip was then deployed. To stabilize the slda, an additional clip was implanted, reducing tr to a grade of 3. There was no clinically significant delay in the procedure.